Manufacturer narrative:
It should be noted: information contained in this MDR was received from insulet corporation. Insulet previously filed MDR no: 3004464228-2014-0405. The freestyle test strip lot that is referenced in this MDR , although unknown, is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care has received information reporting that while a customer was in the hospital for her appendix, her omnipod system was providing (unspecified) low readings when used with unspecified freestyle test strips. It was further reported the customer tested her blood glucose with the hospital meter and a reading of 800 mg/dl was obtained. Customer reportedly stated she "felt like she was close to having a heart attack" and was treated with intravenous fluids. There was no report of additional treatment and no diagnosis was reported. No contact information was provided, therefore no further information can be obtained. There was no report of death or permanent impairment associated with this event.